Manufacturer narrative:
Concomitant medical products: product ID: 8780 ,serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The health care provider reported that the patient was experiencing urinary retention after implant. The pump had been implanted to treat non-malignant pain. The pump was filled with 1.0 mg/ml of hydromorphone, which was being delivered at 0.15 mg/day. On (B)(6) 2014, the health care provider prescribed flomax and placed a foley catheter. The next day, the patient was able to void sufficiently. The event had resolved without sequelae. It was noted that this issue was possibly related to the implant procedure, but unlikely related to the device or therapy.